Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 355 mg/dl which was addressed with a correction bolus, via the pump. The customer changed out supplies and noted an infusion set site compromised. Multiple attempts were made by tandem's technical support to obtain additional information infusion set information; however, no additional information was provided.